Event description:
On 2/mar/2023, fresenius became aware this patient on continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) was hospitalized. The patient's point-of-contact reported the patient's pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). No additional information provided during intake. Follow-up with the patient's pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 due to abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (elevated wbc count, results not provided) was obtained and the patient was admitted for peritonitis. The patient was sent for an abdominal ultrasound (due to severity of pain), which revealed the patient experienced a ruptured diverticulum (cause unknown). The patient was started on intravenous (IV) antibiotics (dose, drug, frequency, duration not provided), and on (B)(6) 2023 the patient was taken for the surgical repair of the ruptured diverticulum, the removal of the patient's pd catheter (not a fresenius product), and the placement of a tunneled hd catheter (not a fresenius product). The patient was transitioned to hd therapy to allow time for the patient's abdomen to heal. The pdrn stated the peritoneal effluent fluid cultures returned positive on (B)(6) 2023 for escherichia coli, and the patient's antibiotics were continued. The pdrn attributed the patient's peritonitis to the patient's ruptured diverticulum. The patient remains hospitalized as of on (B)(6) 2023 and is recovering from the events. Per the pdrn, the events were unrelated to the patient's utilization of any fresenius product(s) and / or device(s). The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).